Manufacturer narrative:
Customer no longer has strips and they are not expected for return.

Event description:
It was reported the patient received the following results within 15 minutes: 350 mg/dl, 137 mg/dl, and 104 mg/dl.